Event description:
It was further reported that the lesion was de novo. The balloon was used for pre-dilatation. The balloon was removed intact from the patient.

Manufacturer narrative:
Updated: describe event or problem. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous unspecified vessel. The physician advanced the 12mm x 2.75mm nc quantum apex balloon to the lesion and upon inflation to 20atm, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. The patient status was good.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).